Manufacturer narrative:
(B)(4): the customer reported that the device failed shift check paddles test, reported an error code 00020 (defib supply voltage error) and displayed the defib failure cycle power message/instruction. There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed shift check paddles test, reported an error code 00020 (defib supply voltage error) and displayed the defib failure cycle power message/instruction. There was no report of patient involvement or adverse patient impact.